Manufacturer narrative:
The philips service engineer (se) reported that the gas deliver system (gds) was replaced. The se noted that all tests and verifications were performed on the device, and the device passed all testing. The system meets the specification for the performed service and is returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a check vent proximal pressure sensor auto zero fail error code (ec 110b). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's device was displaying a check vent proximal pressure sensor auto zero fail error code (ec 110b). The rse recommended replacing the gas delivery system (gds), which was just replaced last month. This code is linked to the whole gds and could be an out of box failure. It was reported that the issue occurs after 20 to 25 minutes of running in ventilation mode. The rse noted that the gds is backordered at the present time. The investigation is ongoing.